Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. A lot history record review was completed for lot 3000479173 the lot shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). E1 event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the bisector jaws delaminated, the wire filament came loose, and the silicone melted on the vasoview hemopro 2. No pieces detached so there was no piece left in surgical site. They stated that a wet raytec test was performed prior to the procedure. This was not a difficult case, and the customer did not need to use excessive energy for branch divisions or fasciotomies. The generator was set to level 3, and both the cord and adaptor were functioning properly. There was no harm to the patient. The procedure was only briefly delayed opening a new kit and complete the case.